Manufacturer narrative:
Reported complaint of high pacing impedance was confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Electrical testing revealed an inadequate internal supply signal due to an anomalous component on the hybrid.

Event description:
It was reported during implant procedure that the implantable cardioverter defibrillator exhibited high pacing impedance. The device was successfully exchanged. There were no patient consequences.